Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented to the hospital, no high voltage output issue was observed on the device. Patient was suffering from what appeared to be ventricular arrhythmia which was not sustained long enough to deliver therapy. Device had diagnostic issue and withheld therapy once and gave therapy afterwards. Programming changes were recommended. No programming changes were made. No further information available.